Event description:
It was reported that near the end of a da vinci s hysterectomy procedure, after the uterus was removed, the surgeon notice arcing from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. The planned surgical procedure was completed with the original mcs instrument and tip cover. No pt harm adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional info is received, a follow-up MDR will be submitted.